Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Focus function did not work and the endoscopic image became noisy. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.